Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). Subsequent review of the electrogram (egm) from the identified episode showed the device initially inhibited therapy delivery, as programmed, until the arrhythmia exceeded the sustained rate duration timer designed to prevent inappropriate therapies for a svt. Three bursts of anti-tachycardia pacing (atp) and six shocks were delivered, resulting in exhausted therapies for that episode. The patient subsequently was seen clinically; the rate cut-off for device therapies was increased and the patient was prescribed medications for her condition. It was reported there were no recurrent episodes of svt and the patient reported feeling less fatigued. No adverse patient effects were reported. The available information indicates that the device remains implanted and in service.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.